Event description:
Clinical study. Same case as 6000093-2005-78. It was reported that 15 days after a coronary artery drug stenting treatment, the pt expired. The lesion being treated was a 2.5mm 90% stenosed right pd artery (ppda) lesion. The lesion was predilated. The physician then placed a taxus express 8.8% 2.5x20mm drug eluting stent in the lad. There were no complications. The pt was discharged in 2004. The pt expired 15 days later specific cause is unk. The physician suspects brainstem glioma. There was no autopsy. In the opinion of the physician, the relationship of the event to the target vessel is "unk." Additional information has been requested.

Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the r-pda with 90% stenosis and was 15mm long with a reference vessel diameter of 2.5 mm. Target lesion 1 was treated with predilatation and a 2.5 x 20 mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the mid lad with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. Target lesion 2 was treated with a 3.0 x 32 mm taxus stent, with 0% residual stenosis. During this procedure, the proximal 2nd om was also treated with balloon angioplasty. The pt was discharged on asa and plavix therapy. The next day, pt was admitted in hypovolemic shock which resolved with administration of IV fluids and dopamine. The pt subsequently developed urinary retention secondary to neurogenic bladder, and decreased mobility due to lumbar spinal stenosis. Four days later, pt began having difficulty swallowing. IV vancomycin was started, in addition to zosyn, for elevated temperature most likely due to aspiration. A PICC was placed 4 days after stent placement for continued antibiotic therapy and tpn. Per neurology notes, brain MRI without contrast compared to MRI with contrast 3 days earlier revealed interval increase in expansion of lesion now thought to be brainstem glioma versus "inflammation." The pt's condition countined to deteriorate; pt expired prior to transfer for radiation therapy and peg tube placement. The pt was pronounced dead 13 days after stent placement at 04:00. An autopsy was not performed. Death certificate notes cause of death as "asystole" secondary to "brainstem glioma." In the opinion of the physician the relationship to the target vessel is "unk".